Event description:
The customer reported the hd camera head relayed an error code b31, indicating a scope communication error. No adverse effects to patient reported.

Manufacturer narrative:
The device has been returned for evaluation, pending evaluation. The evaluation has not yet started. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.